Event description:
It was reported the subject device had black lines on the image. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had black lines on the image. The issue was identified for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The customer reported phenomenon was not reproduced when the repair department inspected the product. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. In addition, the following reportable malfunctions were identified during the device evaluation: loose scope mount, cable flooding (internal) and image capture flooding (internal), and free lock lever corrosion. Olympus will continue to monitor field performance for this device.